Event description:
It was reported that noise oversensing with pacing inhibition and asystole, greater than 2 seconds, occurred. This led to patient dizziness and inappropriate anti-tachycardia pacing. The lead was subsequently abandoned surgically. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.